Event description:
It was reported that during an unk procedure, the cartridge was found damaged before using. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2024. D4: batch # 589c18. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the cecr45d reload was returned unfired with 3 double drivers and 1 single driver missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end form right side. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review: a manufacturing record evaluation was performed for the finished device batch number 589c18, and no non-conformances were identified.